Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age is approximately (B)(6). This report is for unknown screw/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation because it was discarded. (B)(4) reportedly, there was pseudoarthrosis noted, and revision surgery was required to remove the device and further treat the patient. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the most proximal screw broke and the second one from the top backed out resulting in a pseudoarthrosis and a new surgery with nail. No information about patient information received. The plate and screws were removed with the use of our operace. Surgery successfully completed. Patient is approximately (B)(6) and male weight is normal no comorbidities. Implant date not provided. Explant date (B)(6) 2016. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).